Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, four days following a laparoscopic colectomy, the patient returned to the operating room for exploratory laparotomy wherein leakage was discovered. Was also found out that the staple line opened up and re-anastomosis was performed to resolve the issue. This led to tissue damage. It was noted that during the initial procedure there were two misfires. It was also noted that the initial procedure was converted into an open procedure.

Event description:
According to the reporter, four days following a laparoscopic colectomy, the patient returned to the operating room for reoperation and re-anastomosis due to leakage. During the reoperation it was found out that the staple line opened up. This led to tissue damage. It was noted that there were two misfires.

Manufacturer narrative:
D10 concomitant product: unknown stapler, unknown stapling device (serial#unknown); unknown stapler, unknown stapling device (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.